Event description:
The facility reports a device with flow incorrect, found during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service techinician. The reported condition was not confirmed. During service the technician confirmed a broken door. Review of the complaint history reveals similar reports have been recieved for this product for the reported issue of broken door. This issue is being investigated.